Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not received yet.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.